Event description:
A 6f angio-seal vip was selected for use. The physician reported that during deployment, the device lifted up a flap inside the vessel, resulting in an intimal dissection. The pt had a subsequent limb amputation as a result. Further info was unavailable.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the cause of the reported incident could not be conclusively determined.